Event description:
The device was explanted (specific date not reported) due to an unknown reason and reimplanted with another cochlear device on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.